Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be the air detector sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D3, g1, and g2 email is: regulatory.responses@icumed.com

Event description:
It was reported that air was in the tubing. Patient turned off the pump and was to have the pump removed. The pump did not exhibit an air in line alarm. Total volume was 192.0 ml, programmed to deliver was 192.0 ml at 2.0 ml/hr, and 11.2 ml remained. No patient injury was reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.